Manufacturer narrative:
This report is submitted on december 21, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additionally, it was reported that the patient underwent a skin excision procedure on (B)(6) 2015.